Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the midsection of the pump touchscreen was "faded" and part of the display graphics were not visible. Customer's blood glucose was within range. Reportedly, customer consulted with their healthcare provider regarding an alternate method for insulin therapy.